Event description:
While the device was being evaluated for a different symptom, the front buttons on the device were found to be defective. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.